Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc related to (B)(4). (B)(4) reported 1st revision surgery. (B)(4) reported 2nd revision surgery. The primary surgery was performed on (B)(6) 2018 via tha. After that, the 1st revision surgery was performed on (B)(6) 2018 (it was reported (B)(4)). 2nd revision surgery was performed on (B)(6) 2019 (it was reported (B)(4)). It was reported that 3rd revision surgery was scheduled on (B)(6) 2020 by replacing the cup (p/n: unknown), the head (p/n: 962711000) and the stem (p/n: 961167000) due to loosening of acetabular roof side. At first, the surgeon planned to remain the stem, but the stem was anteversion slightly and to considered working space, he decided to remove the stem. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.